Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the lv (left ventricle) was high.

Event description:
It was reported that the left ventricular (lv) lead exhibited high lv output as determined during manufacturer's analysis. The lv lead remains in use. No patient complications have been reported as a result of this event.